Event description:
Procedure type : lap sigmoid. According to the reporter: it was difficult to fire the instrument, however, after firing, resistance was felt during removal of the instrument from the pt. The surgeon noticed and constriction and a small part of the anastomosis that was torn. However, both tissue specimen donuts were complete as observed on the removed instrument. The surgeon resected the area and applied another instrument to complete the procedure.

Manufacturer narrative:
Initial report sent: 12/3/2007.